Event description:
Our patient was having a procedure performed using ev3 evercross 4mmx60mm when the balloon exploded and broke off in the patient. Patient needed to go to the or to have the device removed. The posterior tibial artery was patent into the foot after completion of the procedure.